Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that his son's insulin pump had blank or grayish color. Customer stated that they cannot see the screen. Customer's blood glucose was unknown at time of call. Insulin pump will not be return for analysis.